Manufacturer narrative:
(B)(4). Additional information: according to customer, the backflow could have occurred due to tiny hole (crack) in the tubing at unknown site during priming. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A baxter medical affairs information specialist reported (B)(4) to baxter corporate product surveillance of an interlink system buretrol solution set in which a back flow of the fluid was observed before patient use. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.